Event description:
The facility's biomed tech reported a failure code 500. The failure occurred prior to pt use so no pt injury or medical intervention occurred. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available additional contact info was requested but no additional contact was identified. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.